Event description:
Following stent deployment, the balloon wouldn't deflate due to leakage. The product was clinically used, there was no patient injury. Per the user facility, no add'l info is availabl. The product has been returned to cordis for analysis and testing the results of which are pending.